Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review of the impedance trend, the right atrial lead exhibited an increase in impedance that eventually returned to baseline impedance. No intervention was performed and the physician elected to monitor the lead. The patient was in stable condition.